Event description:
It was reported that the pump touch screen was intermittently unresponsive and that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.